Manufacturer narrative:
This report is filed on february 14, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced swelling and irritation of the skin flap, subsequently the patient was administered steroids (date and duration not reported) and underwent two wound aspirations on (B)(6) 2016 and on (B)(6) 2017. However the issue could not be resolved; subsequently the device was explanted on (B)(6) 2017.